Event description:
A literature article described a case study of a patient who underwent a robotic-assisted laparoscopic prostatectomy. On post-operative day one, the patient experienced nausea, mild post-operative pain and an elevated serum creatinine level. On post-operative day two, with an increasing serum creatinine level, a CT scan of the abdomen revealed a left hydroureteronephrosis. A left percutaneous nephrostomy tube was placed. Symptoms improved after the intervention with down trending creatinine levels. Three weeks later, the patient underwent cystoscopy with attempted left retrograde pyelogram and left ureteroscopy. Although the ureteral orifice appeared normal on inspection, the pyelogram showed complete obstruction of the intramural portion of the ureter precluding placement of a guide wire. The obstruction was presumed secondary to suture ligation at the time of the vesicourethral anastomosis. Approximately two months postoperatively, the patient underwent robotic-assisted laparoscopic left ureteral reimplantation for definitive repair. A ureteral stent was left in place for four weeks and the nephrostomy tube was removed during the procedure. The patient has had resolution of his left hydroureteronephrosis and postrenal acute kidney injury. There was no report of a da vinci device malfunction. Multiple requests for additional information from the designated author were made, but no response has been received.

Manufacturer narrative:
Based on the information provided, the causes of the operative complications cannot be determined. The article did not provide any specific information regarding the procedure dates or the da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. Citation: baetzhold d, dinerman b, rutkowski j (august 03, 2024) ureteral ligation during robotic-assisted laparoscopic prostatectomy. Cureus 16(8): e66096. Doi 10.7759/cureus.66096. In section d4, there is insufficient information to determine the specific system that was used during the procedures with complications, thus, a generic xi system was reported.